Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the possible use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 2. The baxter technical service representative (tsr) had the caregiver (cg) cycle power 2 times to clear them. A bag fell and disconnected. The tsr explained that the supplies were compromised and the home patient (hp) would need to start over with new supplies. The tsr advised the cg to call the rn within the next 24 hours and let her know what happened. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and he said she was able to resume therapy after starting over with new supplies. He was not sure how one of her bags became disconnected and fell. He did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she had already discussed the alarm with the patient. Since then they have been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.